Event description:
The customer reported that the insulin pump had a blank screen. The customer stated that she does not feel comfortable using the device and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of a faulty component in the liquid crystal display board.